Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the latch assembly was missing from the device. The latch assembly is required for the device to activate the power switch when the on/off button is pressed. The cause for the missing latch assembly was not determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.